Event description:
During follow-up, oversensing due to noise leading to inhibition of pacing was observed on the right ventricular (rv) lead. During revision, damage was confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.